Event description:
Pt was brought into e.r. In cardiac arrest. Adult defib. Electrodes were placed on the pt and connected to the defibrillator with the proper pt cable. The defib. Was then charged and an attempt was made to defib. The pt, however as recorder strips shoe the resistence to the pads was high and the defib. Disarmed itself. The code team then used the paddles with success. The biomed tech was able to reproduce the same failed attempt by connecting the pad connector to the pt cable upside-down.